Event description:
A trilogy evo iberia ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo iberia device at third-party service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. The technician replaced the device's machine flow sensor to address the issue. The root cause was determined to be caused by parts heavily contaminated with dirt. Additionally, the device's blower assy, blower bellows seal, and in-line filter prox are contaminated with dirt and require replacement. The front panel button and internal battery door are damaged and need to be replaced. Due to the 4-year preventive maintenance procedure, the air foam inlet filter, muffler and particulate filter will be replaced. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.